Event description:
It was reported the liquid crystal display monitor exhibited the monitor did not power on. The main power switch was on, and the light emitting diode lamp was off/cutting off. The issue occurred during preparation for use for an unspecified screening procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b3, b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed based on the results of the investigation for the event of power of the device does not turn on, a probable cause was not identified. Based on the results of the investigation for the event no image, faulty digital visual interface terminal was confirmed. Therefore, it is surmised that phenomenon ¿no image¿ occurred due to faulty digital visual interface terminal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the liquid crystal display monitor exhibited the monitor did not power on. The main power switch was on, and the light emitting diode lamp was off/cutting off. There were no reports of patient harm.